Manufacturer narrative:
Intuitive surgical, inc. (Isi) [did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported failure (c-34 errors) was confirmed and reproduced on erbe connected to system. System logs showed 25913 c-34 errors. A visual inspection found the unit had no significant scratches or dents. The front bezel is in decent condition. The c-34 errors occurred during start and c-34/m-11 on mono coag activation. The erbe unit was placed on a golden system and was run in normal mode. As a result of these findings, the unit will be returned to original equipment manufacturer (OEM) for additional failure analysis. The probable root cause is attributed to an electrical component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. System inspected, tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted esophageal diverticulum repair surgical procedure, the integrated electrosurgical unit (iesu) erbe displayed an error c-34 consistently whenever the customer attempted to use monopolar energy. The customer had already tried using four different energy cords, seated the erbe into a different power socket, and tried different instruments but the issue remained. The customer restarted the ereb multiple times but there was no resolution. The customer proceeded with only the bipolar energy. The procedure was completed with no reported injury.